Event description:
According to the report, the surgeon indicated that use of bioglue has increased the c - reactive protein (crp) levels in his patients. The average CPR level is 0-0.6, though most of the patients' level increases to 6-7. With an average white blood cell count of 3,000-9,500; however, most of the patients' white blood count is above 10,000. Their high levels are sustained for 5-6 days. Without any special care, the level goes down but on rare occasions some patient levels increase again. Further information from the cmi representative indicates that the surgeon uses a large amount of bioglue compared to other surgeons he has visited. Additional details have been provided for three patients. This complaint represents the third patient, a (B)(6) female. During follow-up, the crp, wbc, neutrophil, and procalcitonin values were found to be higher than normal. The values decreased and normal values were seen for neutrophils and procalcitonin by postoperative day 19. Wbc values varied with a maximum of 18900 on postoperative day 6; the value decreased before going up to 8200 on postoperative day 35, after which it decreased to normal value. The maximum crp level was 15.8 mg/dl on postoperative day 6 and the minimum crp level was 0.29 mg/dl on postoperative day 149.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Manufacturer narrative:
According to the report, the surgeon indicated that use of bioglue has increased the c - reactive protein (crp) levels in his patients. The average CPR level is 0-0.6, though most of the patients' level increases to 6-7. With an average white blood cell count of 3,000-9,500; however, most of the patients' white blood count is above 10,000. Their high levels are sustained for 5-6 days. Without any special care, the level goes down but on rare occasions some patient levels increase again. Further information from the cmi representative indicates that the surgeon uses a large amount of bioglue compared to other surgeons he has visited. Additional details have been provided for three patients. This complaint represents the third patient, (B)(6) female. During follow-up, the crp, wbc, neutrophil, and procalcitonin values were found to be higher than normal. The values decreased and normal values were seen for neutrophils and procalcitonin by postoperative day 19. Wbc values varied with a maximum of 18900 on postoperative day 6; the value decreased before going up to 8200 on postoperative day 35, after which it decreased to normal value. The maximum crp level was 15.8 mg/dl on postoperative day 6 and the minimum crp level was 0.29 mg/dl on postoperative day 149. Postoperative progress notes containing lab values have been provided. The bioglue lot numbers were not reported with the complaint details. Therefore, a review of manufacturing records could not be performed. A review of the available data was performed by the clinical research and medical departments. However, because of the small sample size and the limited medical history provided, a conclusion as to the relationship between bioglue and the reported observations could not be made. Of further note, there have been no other reports received that allege a correlation between bioglue use and increase in crp level. There is data in the clinical literature which describes the utility of crp as a potential predictive marker of post-operative adverse events in surgical patients; however, there is no known data to suggest a direct correlation between bioglue use and crp level. Cryolife's clinical studies have revealed no evidence that bioglue has a negative impact in patients during or after its use. Histopathologic observations show that an inflammatory response to bioglue is consistent with a normal foreign body reaction. Crp is a non-specific marker that indicates the presence of inflammation. A high crp level can suggest that a problem exists, but cannot specify the nature of the problem. Theoretically, the inflammatory response to bioglue could cause a minimal increase in crp level. However, no controlled clinical studies have been performed to assess this effect. Additionally, the inflammatory response to bioglue involves phagocytosis and proteolysis over a prolonged period of time. The crp elevations noted in the reported cases are more consistent with an acute or subacute inflammatory process rather than the slower, more protracted response expected with bioglue. As such, the observed increase in crp level is more likely to be due to the tissue injury and inflammation inherent to the aortic dissection and surgical procedure rather than a direct result of bioglue. During the investigation, no correlation between the event and bioglue use was found. No further action is warranted.